Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, bone resorption, peri-implantitis, pain, swelling, fistula, mobility.